Event description:
It was reported that the buttons on the insulin pump were unresponsive. Troubleshooting was performed, but the display could not be restored to normal operation. Nothing further was reported.

Manufacturer narrative:
The display was blank due to the metal frame of the liquid crystal display board shorting out the electronic panel. No further testing could be performed due to the blank display.